Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the fiberoptix sensor (fos) was initially connected to the intra-aortic balloon pump (iabp) and there was no recognition of fos; md continued with insertion regardless. The intra-aortic balloon (iab) was inserted through a sheath into the pts' femoral artery. Upon starting iabp, kinked line alarms occurred. The fluoroscopy showed that the iab had unwrapped and that there were no visible kinks in pt. As a result, the iab and sheath were removed and replaced. The cath lab manager mentioned that "although the gas line was not visibly kinked outside pt, it was draped across pt and made several turns to the iabp which could have been contributing." There was no reported pt death or injury. There was an interruption in therapy because the iabp was unable to pump due to the "kinked line alarm." Medical/surgical intervention was not required. The outcome of the pt is listed as "ok." Additional info received on 08/26/2010 by the sales representative stated that the same insertion site was used for the second iab.